Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was inserted in a in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was angulated. It was reported that due to the angulated neck the stent graft landed lower on the right side of the aorta. The final angio showed a type ia endoleak. The physician decided to place an endurant cuff and the endoleak was resolved. Per the physician the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.